Event description:
It was reported that the battery charge on the device experienced large percentage fluctuations in short periods, leading to an unexpected shutdown. This caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer reverted to alternate method of insulin therapy.